Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported through the patient outcome the patient expired due to terminal extubation. Per the vad coordinator, all available information was provided. No additional information is available. The device was not explanted. The device will not be returned for evaluation.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct relationship between the device and the reported event could not be conclusively determined through this investigation. It was reported, through patient outcome, that the patient expired on (B)(6) 2017 due to terminal extubation. Per the vad coordinator, all available information was provided, and no additional information was available. The device was not explanted and, therefore, was not returned for evaluation. Respiratory failure is listed in the hmii IFU as an adverse event that may be associated with the use of heartmate ii left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.